Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads brand name: linear? 3-4 upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), lot/batch: 7078803, UDI: (B)(4).

Event description:
It was reported that during a routine, elective spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure, the physician was unable to remove the lead from the existing ipg. After trying different techniques and loosening the ipg header screws, the lead broke and was subsequently cut from the ipg to facilitate removal. A new lead was implanted and connected to the newly placed ipg, successfully completing the procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 lead 70 cm model: sc-2352-70 serial: (B)(6). Lot/batch: 7078803 UDI: (B)(4). The returned ipg was analyzed and the ipg was confirmed to be in the end of service (eos) state. Analysis of the data log shows that the ipg reached eos 1 year, 7 months, and 4.9 days after the initial active programming. The average energy use index (eui) recorded was 15.9, which corresponds to an estimated theoretical battery lifespan of 1 year, 11 months, and 10.7 days. This indicates that the batters lifespan fell within the projected range. Additionally, the ipg displayed typical characteristics during functional inspection. Additionally, the ipg was received with a lead fragment lodged in port c. Upon removing the connector block from the ipg header, it was discovered that the setscrew had been mistakenly secured onto the electrode contact instead of the retention sleeve. The returned lead was analyzed. Visual inspection of the proximal end of the lead revealed that the spacer between contact 7 and 8 was crushed by the ipg setscrew. It appears that the proximal end of the lead was not fully inserted into the ipg port when the setscrew was tightened, causing damage to contact 8. Damage to the proximal array contact resulted in the inability to remove the lead from the ipg port. A review of the manufacturing records associated with this ipg and lead indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labeling review for the ipg was performed and it did not reveal any anomalies. Labeling states when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. When the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the ipg, and stimulation not being available soon. The ipg must be replaced to continue receiving stimulation. Batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching end of battery life. Surgery is required to replace the implanted non-rechargeable ipg. In addition, the labeling states to ensure that the lead is fully inserted before tightening the setscrew to prevent lead damage. A labeling review for the lead was performed and it did not reveal any anomalies. The instructions state that the lead, extension, splitter, or connector must be fully inserted into the ipg port, taking care not to stress or bend the proximal end of the lead. They further state that when the lead is properly inserted, it will stop and the retention ring will be positioned under the setscrew. The investigation determined that the ipg battery life was within the expected range and that the device functioned normally during testing. Although functional performance was normal, a mechanical issue was identified during analysis. The reported difficulty removing the lead from the ipg port was confirmed, and the device was received with a lead fragment lodged in port c. Examination of the deformed lead contacts indicates that the lead was not fully inserted into the ipg header before the setscrew was tightened. The product labeling instructs the user to fully insert the lead into the ipg port prior to securing the setscrew. The analysis found that the setscrew had been inadvertently tightened onto the electrode contact rather than the retention sleeve, which is most likely due to an unintended use error.

Event description:
It was reported that during a routine, elective spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure, the physician was unable to remove the lead from the existing ipg. After trying different techniques and loosening the ipg header screws, the lead broke and was subsequently cut from the ipg to facilitate removal. A new lead was implanted and connected to the newly placed ipg, successfully completing the procedure. The patient was doing well postoperatively.